Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that patient experienced coronary vasospasm accompanied by transient complete heart block. During the procedure for an atrial fibrillation and cavotricuspid isthmus (cti) procedure to treat atrial fibrillation, a farawave catheter was selected for use. Use of the farawave catheter to perform cti is considered off-label use per the farawave instructions for use. Two mg of nitroglycerin was administered by an anesthesiologist, and after completion of the cti ablation with 12 applications (4 lesions, 3 deliveries per lesion) and shortly following removal of the farawave catheter from the right atrium, the patient developed coronary spasms lasting approximately 10 minutes, along with a drop in blood pressure, widening of the qrs complex, st elevation, and transient complete heart block. An additional 2 mg of nitroglycerin was administered to cause vasodilation. The ablation occurred along the cti in the right atrium with 12 applications having occurred at the time of the coronary spasm. The physician removed the non-boston scientific (bsc) sheath from the right atrium, after which the patient recovered within several seconds from third degree heart block and returned to normal sinus rhythm within minutes. The physician believed that the non-bsc sheath was likely positioned against the right coronary artery (rca), potentially contributing to the coronary spasm. The physician did not attribute the event to the pulsed field ablation (pfa) therapy or the operator. The patient remained hospitalized overnight and was expected to make a full recovery. The farawave catheter is not expected to return for analysis as it was disposed.